Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the occurrence history of "check vent: oxygen device failed" (1111) was observed on the event log. The asp performed an inspection, but there were no abnormalities found. The v60 calculates how much high-pressure oxygen flow is required in relation to the flow from a blower motor which supplies the oxygen concentration set as the oxygen supply method. For this reason, "check vent: oxygen device failed" may also occur if the flow exceeds the leak compensation capacity of the v60 due to a circuit leak or patient circuit disconnection. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that they were getting an "oxygen device failed" alarm, and an "o2 sensor failed" alarm that occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.